Event description:
A doctor reported the equipment stopped working during a cataract with intraocular lens implant procedure. There was no harm to the patient, but the procedure was aborted.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).